Event description:
Info received indicates the primary reason for product removal was due to outgrowth by the pt, with possible stenosis of the conduit. Results of pre-op tee showed mild "pulmonal" regurgitation and stenosis seen. Device inspection at retrieval noted normal product appearance with the exception of some calcification present at the proximal suture line. The product was replaced with no add'l consequence reported for the pt.